Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood visible on the balloon and contrast in the balloon, consistent with preparation and the catheter being advanced into the patient anatomy. The balloon was partially inflated with contrast, consistent with use of the device. The inner member was collapsed for the entire length of the balloon. A non-abbott guide wire was returned frozen in the guide wire lumen of the balloon catheter. There was 35.7 cm of guide wire protruding out from the tip of the balloon catheter. The guide wire was returned with contrast on the coils. There was a kink in the tip of the guide wire 7 mm proximal to the tipball. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build-up of blood or contrast, or damage to the catheter. A new indeflator filled with water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted and negative pressure was pulled. An attempt was made to remove the returned non-abbott guide wire from the balloon catheter, but the guide wire could not be removed from the collapsed inner member of the balloon catheter. Additional testing was performed by engineering. To identify the location of guide wire lock, the trek was dissected into 4 sections, moving proximally. The first three cut sections the guide wire was tested and it moved freely. The fourth cut was made just distal of the skive; the guide wire was tested and was unable to be moved. The inner member was observed to be necked (stretched) down onto the guide wire. It is possible that during use of the catheter, during the multiple inflations and deflations of the balloon, the inner member collapsed inside of the balloon. As resistance was encountered during retraction of the catheter over the guide wire, this would cause the inner member to stretch (neck down) onto the guide wire further contributing to the difficulty removing the catheter from the guide wire. Inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. A review of the device lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for proper guide wire movement during manufacture. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that during a procedure of a mildly tortuous, mildly calcified, concentric, de novo lesion of the right coronary artery, the balance middleweight (bmw) universal 2 guide wire and the intravascular ultrasound (ivus) catheter were delivered but resistance was met between the devices and both were withdrawn from the anatomy as a system. A 0.014 non-abbott guide wire was delivered and a 5.0x15 mm trek was advanced over the non-abbott guide wire and was inflated 4 times; the first and second inflation were both below 14 atmosphere (atm) for 15 seconds, with the fourth inflation of 14 atm for 15 seconds. The balloon became stuck and the balloon and guide wire were removed from the anatomy together as a system. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The bmw guide wire is being filed under a separate MFR number.